Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the handle was not able to be squeezed completely preventing the staples from being released. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 174007 mf endo hernia dlu 4.8mm x6 (lot#: unknown); 174007 mf endo hernia dlu 4.8mm x6 (lot#: unknown); 173054 endo uni 12 with (lot#: p3a0081). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. The tack deployed but did not seat properly due to the disengaged e-piece. It was reported that the handle was not able to be squeezed completely preventing the staples from being released. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of excessive manipulation of the device during use or due to improper loading and/or unloading of the single use loading unit (sulu). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: for properly loading and unloading the sulu. Instructions for unloading, hold the instrument body firmly in the palm of your hand. Position the instrument so that the yellow alert indicator window is on top. Place fingers on the three colored dots, two placed on the side and one placed on the top front of the sulu. Place firmly until the sulu snaps away from the instrument. The instrument is now ready for reloading. For loading, remove the sulu from the blister package. Insert the sulu in the opposite direction as removed. Place the tip of the sulu under the forward lip. Press the sulu firmly into the instrument until there is an audible click. The instrument is now ready for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.